Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on febuary 18, 2019 that a flexiva 200 laser fiber was used during a ureterolithripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser body "burst" upon laser activation. The procedure was completed with another flexiva 200 laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplement report will be submitted.

Manufacturer narrative:
Problem code 1069 captures the reportable event of fiber broke. Investigation results a flexiva 200 laser fiber was returned broken with a kink. The fiber measured approximately 315 cm from the top of the connector which includes the entire distal tip. A kink was measured approximately 90.6 cm from the top of the connector to the break. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additiona examination under magnification confirmed that the tip was unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the damage to the device is likely a result of handling during the manufacturing process. Therefore the most probable root cause is manufacturing deficiency. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on february 18, 2019 that a flexiva 200 laser fiber was used during a ureterolithripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the laser body "burst" upon laser activation. The procedure was completed with another flexiva 200 laser fiber. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplement report will be submitted.